Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had a battery status of elective replacement time (ert). At the previous device check, the battery status had two years remaining. The device was explanted with concerns of premature battery depletion (pbd). It was also noted that upon declaring ert, the device¿s threshold setting went to 5v. Boston scientific technical services (ts) was consulted if this was normal behavior. Ts indicated that at ert this model device will change to fixed outputs of 2x the previously programmed threshold value with a minimum of 3.5v. In ts experience, 5v occurs in instances where a device reset has occurred.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert) . The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.